Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: qc2h error, inratio: qc1h error, lab: 5.3. Caller reported getting qc2h errors three times and qc1h error one time using the inratio meter. Caller also reports blood in her urine. Pt is on her menstrual cycle, but reports that blood is more than normal. Pt was prescribed antibiotics for a urinary tract infection but had not yet taken them. Pt also ate a lot of green vegetables to lower her inr based upon the lab result.